Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 1.596 mg/day) via an implantable infusion pump. Indication for use was failed back surgery syndrome, spinal pain, and non-malignant pain. On (B)(6) 2016 a suspected catheter malfunction was reported, a catheter study was done and the healthcare professional (hcp) was unable to withdraw fluid from the catheter port. The patient had experienced withdrawal and a lack of pain relief. A revision had been planned for (B)(6) 2016. At the time of the report that patient's status was alive with no injury. Additional information was reported by the rep on (B)(6) 2016. It was clarified that the hcp was unable to aspirate fluid from the catheter access port during a pump replacement surgery on (B)(6) 2016 and following surgery the patient experienced symptoms of withdrawal. A CT scan revealed a catheter fracture near the anchor site. The hcp believed this was the cause of the inability to aspirate and the patient's symptoms. On (B)(6) 2016, the hcp replaced the fractured catheter and was able to successfully aspirate from the catheter access port.